Manufacturer narrative:
The patient is (B)(6) in height. An event regarding stem fracture involving an exeter device was reported. The event was confirmed. Method and results: device evaluation and results: the exeter stem is broken on the distal part, approximately 69mm from the tip of the stem. The base alloy of the stem was found to be a cr-mo-mn-fe-ni alloy consistent with an astm f1586 or iso 5832-9 material. The medial surface of the stem under went micro-motion resulting in ductile tearing and regions of fretting. Eds was performed at two locations indicating no corrosion product was found in the region showing fretting. Both spectra indicate base metal without corrosion product. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: a review by a clinical consultant concluded that the x-rays confirm the fracture in the mid body stem section with varus drop of the proximal section while the distal stem remains well fixed in the bone. Adequate size and position of stem but cement mantle has large cementation defect in the lateral superior section around the stem. As a consequence to the overload condition near the fracture site, there is cortical hypertrophy evident both on the lateral femoral cortex as well as on the anterior side. The mar report concludes that the stem failed in fatigue. Root failure cause is procedure-related with regard to cementation technique to cause a cement mantle defect around the proximal lateral section of the stem developing into an overload condition near the lower edge of the cement defect resulting in a fatigue fracture after due time. All facts and findings are consistent with this failure scenario which thus is mainly procedure related with a probable secondary contribution by the morbid obesity of the patient. This pi case is not device-related. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: based on the information provided, the clinical review concluded that the root failure cause is procedure-related with regard to cementation technique to cause a cement mantle defect around the proximal lateral section of the stem developing into an overload condition near the lower edge of the cement defect resulting in a fatigue fracture after due time. All facts and findings are consistent with this failure scenario which thus is mainly procedure related with a probable secondary contribution by the morbid obesity of the patient. This pi case is not device-related.

Event description:
It was reported on the behalf of the customer that a patient has a broken exeter stem which was implanted in1998.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown exeter stem. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
It was reported on the behalf of the customer that a patient has a broken exeter stem which was implanted in 1998.